Event description:
It was reported by the pt that following a procedure in 2007, the mesh eroded and stuck to her other organs. The pt stated that she experienced pain for many months and was unable to work or have sex. The pt stated that she had the mesh removed six days after, as emergency surgery and stayed in the hospital 5 days, then in the emergency room for 3 hours after her discharge due to being unable to void. The pt stated that four liters of urine were drained but all the pressure pulled her sutures from her bladder repair. She stated that she was sent home with a catheter bag for a week. The catheter has been removed but the incontinence was as bad as it was before her surgery including pelvic pain. Additional info received from the doctor the following month, stated that pt was treated with antibiotics preoperatively and postoperatively. The doctor stated that the pt was examined under anesthesia, excision of the mesh, and reapproximation of the mucosa one month prior.

Manufacturer narrative:
The product number and lot number are unk, therefore, no review of the device history record could be performed. No sample was returned. The instruction for use states in the section adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes. 1750 = 'l'. 2320, 1994 and 2564 = 'nl'.

Manufacturer narrative:
Correction: date of aware - 4/1/2009. It was reported by the patient that following procedure on (B)(6) 2007, the mesh eroded and was stuck to her other organs. She stated that she experienced pain for many months and was unable to work or have sex. The patient stated that the pain started in late 2008. The patient stated that the last time she had sex with her husband was in (B)(6) 2008 which was when her husband felt the mesh stabbing him. She stated that she put off going to the doctor as she is terrified on getting put to sleep. The patient stated that she had the mesh removed on (B)(6) 2009 as emergency surgery and stayed in the hospital 5 days, then in the emergency room for 3 hours after her discharge due to being unable to void. She stated that 4 liters of urine were drained but all the pressure pulled her sutures from her bladder repair. She stated that she was sent home with a catheter bag for a week. The catheter has been removed but the incontinence was as bad as it was before her surgery including pelvic pain. Additional information received from the doctor on 4/24/2009 stated that patient was treated with antibiotics pre-operatively and post-operatively. "The" and that the patient was examined under anesthesia, excision of the mesh, and re-approximation of the mucosa on (B)(6) 2009. New information: date of aware - 5/16/2011. Anterior and posterior colporrhaphy, panniculectomy, gravida 5 para 4 hysterectomy, bilateral salpingo-oophorectomy, obesity, stress incontinence and urinary retention.

Event description:
Per additional information received, the patient has experienced hypotension.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced pelvic pain, granulation tissue cauterized with silver nitrate, depression, anxiety, erosion of vaginal mesh, palpable mesh, extrusion of mesh, defect 1x2 cm areas of attenuated mucosa over the posterior repair, small areas where the mucosa was separated, removal of avaulta mesh along with anterior and posterior arms, scar tissue, dyspareunia, recurrent stress incontinence, frequent urinary tract infections, dilated right ureter, urinary retention, unable to sit down, lay down or sleep, feels "pins and needle" in her legs, restless leg syndrome, panic attacks, chronic constipation, nocturia, frequency, urgency, additional surgical and nonsurgical interventions.